Event description:
It was reported that during a case the shutter would not close, causing the unit to overheat. Allegedly, this caused a momentary delay while switching units, but no harm to the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.